Manufacturer narrative:
A review of the subject device laser user manual (pb2344000_l) revealed in section 5.4 an instruction how to check for proper beam alignment. The user is instructed to perform the check prior to operating the system by testing the aiming and treatment beam on a tongue depressor. If the user notices that the check is unsatisfactory (i.e, displaced beam, double beam), the user should refer the problem to lumenis-authorized technical personnel. Furthermore, under section 7.1 is a warning indicating that "any unauthorized service or modification of this unit can cause serious injury..." A review of the subject device micromanipulator user manual (um-0027840_e) revealed under the section for performing the laser beam alignment (pg. 57) a caution to not use the laser or delivery system if the aiming and treatment beams are not aligned or if the test is unacceptable. Although unreported by the facility, it is likely that the user had not performed the laser beam alignment check prior to use. On 10-oct-2018 a lumenis service engineer visited the site and inspected the laser and micromanipulator after the facility had reported that two beams were coming from the micromanipulator during use. The engineer cleaned the external chassis of the laser, verified system alignment, and verified arm run-out. The engineer verified hene/co2 coincidence; a single beam was coming out of the arm. Output power was verified at 36 watts. The laser was found to be operating per manufacturer's specifications. The service engineer then inspected the suspected micromanipulator (serial number #(B)(4)). Having heard a "rattling sound', the engineer opened the side barrel and viewed the backside of the mirror. It was visibly noted that the mirror in manipulator and the large hot mirror were glued in place by a third party service provider, and signed (B)(4)'. This is was determined to be a faulty micromanipulator. Lumenis cannot rule out that service by an unauthorized service provider may have been the cause of the reported event. The facility was notified that although the 1041s laser is operating normally, the micromanipulator is faulty and should no longer be used.

Event description:
A user facility reported that while utilizing a lumenis sharplan 1041s co2 laser during an oral intra-lesion excision procedure, the doctor noticed that a second burn mark visualized on the patient's uvula. At that point the micromanipulator was exchanged for a second unit. The patient was given decadron for the possibility of post-op swelling. The user facility reported it is 'too early' to tell if there will be permanent damage to the patient.